Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure, performed on (B)(6) 2025, for the treatment of varices with positive red signs. The device was placed correctly per the instructions for use (IFU) and it was noted that no difficulty was experienced upon setting up the device. During the procedure, the endoscope along with the device was inserted into the patient and reached at the lesion site. The physician then suctioned the varix and attempted to deploy the band correctly; however, the band would not deploy. A second speedband superview super 7 was used, and the bands still would not deploy. A third speedband superview super 7 was used, but the same problem happened. The device was replaced again, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure, performed on (B)(6) 2025, for the treatment of varices with positive red signs. The device was placed correctly per the instructions for use (IFU) and it was noted that no difficulty was experienced upon setting up the device. During the procedure, the endoscope along with the device was inserted into the patient and reached at the lesion site. The physician then suctioned the varix and attempted to deploy the band correctly; however, the band would not deploy. A second speedband superview super 7 was used, and the bands still would not deploy. A third speedband superview super 7 was used, but the same problem happened. The device was replaced again, and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on march 26, 2025: a total of 3 devices were used during 2 different procedures. The information received clarifies that there is no reported allegation against a fourth speedband superview super 7. Refer to manufacturer report number 3005099803-2025-00722 for the first reported procedure and manufacturer report number 3005099803-2025-00770 and 3005099803-2025-00772 for the devices used during the second reported procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block e1 (initial reporter city): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: additional information received on march 26, 2025, clarified that there was no reported allegation with the speedband superview super 7 contemplated in this report. The device was not involved in a procedure, only 3 devices malfunctioned and have already been reported. The event description has been updated, and this is no longer considered a reportable event. As there is no reportable allegation against the speedband superview super 7 and no adverse event, boston scientific no longer considers this to be a reportable event.